Event description:
Account stated they have reported discrepant hcg results from their analyzer and gave the following example. Initial hcg for a patient sample was 1.66 miu/ml. When repeated on a redraw the result was >10000 and gave a result of 62636 when diluted. When the original sample was repeated, the result was >10000. The patient was not adversely affected by the incorrect result. The field service rep was unable to determine a cause for the discrepant results.